Event description:
It was reported that the ntellivue mx750 patient monitor indicating the parameters were below the line threshold, and the monitor would not alarm. The customer stated that he could hear the beep tone; however, the clinical user stated sometimes they could not hear the unit alarming. A good faith effort (gfe) was performed to clarify the allegation, and it was provided that the parameter that the customer was measuring and alleged did not alarm was spo2. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The field service engineer (fse) went onsite and found that the device was alarming correctly from all troubleshooting, and no trouble was found. No logs gathered, as not an accurate timeframe as to when the issue occurred was not provided. The device was confirmed to be operating per specifications and no failure was identified. The device remains at customer site.